Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1 to treat degenerative disc disease and spondy. It was reported that during a follow up film it was discovered that a s1 screw fracture was found. An intra-disc graft is present at l4-l5 and fusion at l4-s1 is seen. No instability, abnormal motion, or hardware loosening believed to be present at the time of the films. One month later a CT lumbar without contrast was performed and a fracture of the left s1 and screw loosening of the right s1 screw was reported. A small bone fragment lying adjacent to the right l5-s1 facets; adjacent to the right s1 root is seen. An intervertebral disc implant at l4-5 with no evidence of solid osseous fusion is also reported.